Event description:
Health professional reported the explant of a lap-band port due to a leak first noticed when pt reported a loss of restriction and inadequate weight loss. Physician attempted an adjustment fill, but found no fluid in the band. The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss.